Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shock. Upon device interrogation, the right ventricular lead exhibited intermittent capture at max output. X-ray revealed that the lead had been pulled back from its original location. The lead was explanted and replaced. The patient was stable before, during and after the procedure.